Event description:
The customer reported the ac power module connector pulled out and wires broke. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and wires broke. There was no reported involvement. The customer was sent a replacement ac power module to resolve the issue. The ac power module was not available for evaluation. We will consider this a failure of the ac power module where the connector pulled out and wires broke.